Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'bad keyboard' which was experienced during evaluation as the keypad was functioning intermittently. The cause was determined to be a disconnected keypad flex. The keypad flex will be reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 'bad keyboard.' There was no known patient injury or medical intervention associated with this event. No additional information is available.